Event description:
This incident involves a male patient of unspecified age and an unspecified band-aid product (no details provided). The consumer stated, band-aid costs my son finger. No further details were provided. The incident date, product usage details, and medical history are unknown. The consumer has been contacted to attempt to gather further information. This is all the known information at this time.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. In august 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on october 28, 2024. Kenvue recently moved to its new corporate headquarters in summit nj. Its previous corporate headquarters was 199 grandview road, skillman, nj 08558. Device was used for treatment, not diagnosis. A1, a2, a4, a5, a6: patient identifier, age at time of event, weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for (band-aid unspecified can not applicable babgencaunsp babgencaunsp). Device is not distributed in the united states but is similar to device marketed in the USA (band-aid unspecified USA not applicable babgenusunsp). D4: upc #, lot # and UDI # are not available as consumer did not provide any specific product information. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Based on the very limited information from the consumer and the implication of a potentially serious outcome, this event was conservatively assessed as a serious injury event. The consumer reported that the ¿band aid costs son finger¿ which may imply a serious outcome, such as finger amputation, although this was not explicitly stated. No further details of product information and usage, duration of use or events attributed to product reported. Based on limited information available, ¿band aid costs my son finger¿ was interpreted as permanent impairment/damage to the ¿finger¿ following most conservative approach and case assessed as serious with health effect impact code of permanent impairment. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.